Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The treated with the insulin pump. The customer also reported getting an infection from the infusion sets. They stated that the site was red and had pus. Troubleshooting was performed and customer will be sent replacement infusion sets and see if this resolves the issue.